Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A sample was received to perform an investigation. A visual inspection of the returned pump found the tamper seals broken on the bottom case and plunger assembly. The lower left front corner of top case and the right plunger case were observed to be cracked. The event history log was unable to be reviewed due to power up problem. The reported problem was unable to be duplicated as the pump was unable to power up. Corrosion and contamination was found on the interconnect board, radio board, power supply and main board as well as the whole bottom case. Were replaced and preventive maintenance was performed. This problem was determined to be customer induced via fluid ingression into the main body of the pump as a result of either improper cleaning of the pump, or the introduction of excessive fluids to the pumps surface.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited base hardware failure. No adverse effects were reported.